Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose level of 1025mg/dl and diabetic ketoacidosis considered life threatening by healthcare provider. Reportedly, the customer fell and injured hip, back and head which resulted in bruising. The customer was treated with intravenous fluids of saline and insulin, and was discharged on (B)(6) 2024 with no permanent damage. Reportedly, the pump touchscreen was unresponsive which prevented the customer from delivering boluses when desired. Additionally, the customer was using u-500 insulin with the pump. Tandem customer technical support informed customer that u-500 insulin is off-label per the user guide. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose (bg) level was "high", although a specific values was not given, with high ketones which were identified as dangerous by a healthcare provider. Customer required assistance addressing their bg and was given a manual injection. Reportedly, the customer fell and hit their head resulting in a bruise. Customer reverted to an alternative method of insulin delivery. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.